Manufacturer narrative:
As no physical or picture sample, or valid lot number was provided for evaluation, by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined.

Event description:
Material # unknown, 386862 lot # unknown, 5081568.   It was reported by customer that safety mechanism on cathena catheter failed to work. . Verbatim: safety mechanism on cathena catheter failed to work leaving an exposed needle and failure to use the IV catheter. Happened on 2 separate patients, same issue.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.